Manufacturer narrative:
(B)(4). The sample was discarded by the customer and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device was involved in a leak incident during reconstitution. The reporter stated that this occurred while the user was attempting to connect a non-baxter vial to the vial-mate. The vial-mate was already connected to a baxter 5% dextrose solution bag. The location of the leak and specific setup information are unknown. There was no patient involvement. No additional information is available.